Manufacturer narrative:
We have been informed about a defect product, wrong item, on a biosoft duo ureteral stent. According to the complaint description lot number and sample are available. Kits were assembled at our warehouse. They were informed about this issue. Checking the quality databases did not reveal any anomaly in relation to the described defect. On may a resensitization of the personnel was done about this issue. Root cause of this problem was an human error.

Event description:
According to available information, this device was not able to be used due to incorrect packaging. When the packaging was opened. It was discovered that the device inside was a different product and did not match the labeling of the device. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.